Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1526512 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is a final report. The actual date of the event is unknown. Note: this is the first of two similar events that occurred during the same week. No dates were available. The reported meter was returned and investigated with retained test strips. The complaints were not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The lancing device was not returned. If the lancing device is returned it will be investigated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's wife) reported that her husband received unspecified high, low and "different" readings on his adc blood glucose meter, and that the lancing device was not penetrating. As a result of these issues, the caller stated her husband was hospitalized "twice this week" on unspecified dates, and "almost went into a coma in both instances." In both events emt's were called and her husband was taken to a hospital, where he was treated with a "sugar IV" but did not stay overnight. The caller reported a reading of 38 mg/dl for both events, but was unable to confirm if it came from her husband's meter, the paramedic's or the hospital's meter. The caller could not confirm the date(s) or times of the events stating she has a medical condition that hinders her recall ability. The caller confirmed that both events were caused by the same issues, but declined to complete troubleshooting or provide further information and terminated the call. There was no report of death or permanent injury associated with this event.